Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset 23" infusion set after a recent supply change and extended wear of the prior infusion site, with blood glucose reportedly peaking at 300 mg/dl and remaining above range for about four hours. Symptoms included no reported clinical manifestations. Outcomes included the need for troubleshooting and education, including guidance on expected correction time, disconnection protocol, and temporary use of subcutaneous insulin via backup pen, after which glucose stabilized following a site change. Investigation included review of user reports and troubleshooting by support personnel. Investigation of this case revealed hyperglycemia of unclear cause, with contributory factors including a larger-than-usual meal and potential infusion site or set-related delivery variability while using an alternative infusion set. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.